Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system (cds) was returned and the reported irregular movement was confirmed. The reported failure to adhere or bond to leaflets could not be replicated, as it was related to patient anatomy and procedural conditions. The actuator mandrel was noted to be bent. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported failure to adhere or bond to the leaflets appears to be related to the difficulty positioning the device and the difficulty positioning appears to be related to the identified bent actuator mandrel and subsequent dc shaft bend; however, a definitive cause for the observed actuator mandrel bend could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The additional clip delivery system and steerable guide catheter referenced are filed under separate medwatch reports. Evaluation summary: all available information was investigated and the reported irregular movement (dc shaft positioning) was confirmed. The reported failure to adhere or bond to leaflets could not be replicated, as it was related to patient anatomy and procedural conditions. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The investigation determined the reported failure to adhere or bond to the leaflets appears to be related to the difficulty positioning the device and the difficulty positioning appears to be related to the identified bent actuator mandrel and subsequent dc shaft bend. However, a definitive cause for the observed actuator mandrel bend could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the irregular movement with the clip delivery system (cds (B)(4)). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with an mr grade of 3. One clip was implanted. The second cds ((B)(4)), was inserted into the steerable guide catheter (sgc) and advanced to the mitral valve. During translation of delivery catheter handle, the cds would move from medial to lateral. Grasping was attempted, but difficult due to the irregular movement. The cds was removed with the clip, and replaced. The next cds ((B)(4)) was advanced; however, grasping was difficult. During repositioning, the grippers did not come back down. A gripper line break was suspected as there was no tension in the gripper lever. The clip was attempted to be inverted, but caught on the anterior leaflet and could not be freed. The posterior leaflet was able to be grasped. Deployment was started, but during removal of the gripper line, the clip tore off of the anterior leaflet, and remained attached to the posterior leaflet (slda). The mr returned to 3. The patient was converted to mitral valve replacement surgery. The devices were removed during surgery and the patient was stable post procedure. On (B)(6) 2017: the patient returned to the hospital due to pre-existing respiratory problems. The patient continues to be in stable condition. Returned device analysis on 04/13/2017 found that the sgc found that the tip of the device was torn. No additional information was provided.